Event description:
It was reported that the right ventricular (rv) lead exhibited high short interval counts (sic). The atrial lead exhibited high, and/or unstable thresholds with encountered exit block, high impedance and possible fracture. Both leads were explanted, and new leads were implanted. It was also reported that technical malfunctions of the explanted leads were due to the patient´s twiddler-syndrome. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analyst commented, atrial pace impedance steady at 600 ohms through 2014 (B)(6), then impedance had period of variability with measurements up to 1000 ohms. Rises out of range greater than 3000 ohms starting 2015 (B)(6). Atrial bipolar lead impedance warning on 2015 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.